Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the pump was programmed to deliver morphine 1mg/ml in the pca + continuous mode, at a continuous rate of 2mg/hr, with a 2mg pca dose, a 10 minute patient lockout, and a 26mg 4 hour limit. After approximately 3 hours, the pump alarmed "empty syringe". The customer contact stated the display indicated 27.6mg infused, which exceeded the programmed 4 hour limit. There were no reported adverse patient effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement device. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel.